Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically an error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which resolved the issue as the error did not appear again, allowing the caller to successfully start their sensor session.